Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the insulin pump delivered more insulin than intended. The caller reported that a max fill alarm occurred. Blood glucose level at the time of the incident was 155 mg/dl. The customer's daughter was advised to seek immediate medical attention for the customer and stated that she would take him to the emergency room. The insulin pump was not replaced or returned for analysis.